Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the returned photo. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes customer had found insufficient negative pressure. The following information was provided by the initial reporter. The customer stated: defect: insufficient negative pressure found quantity: 1 piece. Effects: no effect on patients and users.